Event description:
The image intensifier gearbox, failed, allowing the image intensifier to descend rapidly to its end of travel. No injury was reported. Device was repaired and placed back in service.